Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
According to the customer report leakage found from membrane part of the spike set (comes out looking like a drop of water). Please investigate.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was visually inspected, no damage or defect was observed within any of the device components. Functional testing was performed in attempt to recreate the reported incident. In all cases, liquid could move from the syringe through the device without issue and no leakage through the membrane or between any of the connections was observed. A device history review was performed for lot 2401210, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Based our team's investigation and given no leakage was observed within the sample provided, we cannot identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.